Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) and right atrial (ra) leads were explanted and replaced on (B)(6) 2026 due to an unspecified reason. No adverse patient effects were reported.

Event description:
New information received notes that the patient presented to the clinic for a scheduled follow-up visit. Interrogation revealed both the right ventricular (rv) and right atrial (ra) leads exhibited loss of capture. A chest x-ray was performed and confirmed dislodgement of the rv and ra leads. The patient remained in stable condition.